Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery, an intra-operative MRI showed that the accuracy result was over the 0.5 mm applicative accuracy needed by the surgeon. The surgeon decided to abort the case. During this surgery the surgeon used a non compatible stereotactic frame.

Manufacturer narrative:
It has been determined that the monteris atama fixation system used during the subject surgery is not a zimmer biomet product and is not authorized for use with rosa brain devices. No further investigation needed, this complaint is off label.